Manufacturer narrative:
The original equipment manufacturer (OEM) conducted an investigation based on the reported information. The subject device was not returned for evaluation. A review of similar complaints were performed and found that there have been 16 similar complaints for retrieval issues in the past 12 months for this model number. Since the devices were either not returned or the nonconformance could not be confirmed, the cause of the reported events could not be conclusively determined. A DHR review was conducted and there were no abnormalities in documentation or the manufacturing process. Additionally, the OEM noted the entire lot was shipped out to the customer. Since the device was not returned, the OEM could not investigate and the exact cause of the reported event could not be determined. However, if the device is returned at a later date the OEM will perform further investigation and this report will be supplemented accordingly.

Manufacturer narrative:
The referenced device was not returned to the manufacturer for evaluation. The cause of the reported event cannot be determined at this time. However, if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
The manufacturer was informed that during a therapeutic esophageal dilation procedure, the device deflated but could not be removed from the scope, gif-h190. The balloon was inspected prior to use and no anomalies were noted. There were no issues inserting the balloon and the doctor was able to complete the procedure. However, the balloon material bunched up and became too thick to enter the distal channel opening of the scope upon removal of the device. Once the scope was outside of the patient, the staff was able to manipulate the balloon and remove it from the scope. No patient injury was reported.